Event description:
The reporter stated the surgeon inserted and removed an aa4204vl silicone single piece lens with the same surgery due to a ruptured capsular bag that had occurred prior to lens insertion. The lens was removed with no patient injury, no enlarged incision an no vitrectomy was performed. An anterior chamber lens was implanted and sutures were not required. The reporter stated the capsular tear was patient related and was not due to the lens. This facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.